Event description:
As reported, during a percutaneous transluminal angioplasty (pta)/stenting procedure, during deployment of a 120/150 cm. Smart sfa 6 x 150 stent the stent got compressed in the middle and was placed short/did not completely cover the target lesion. Therefore, another stent was added to cover the lesion completely/complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The physician commented that the issue might have been caused by the tortuosity of the iliac artery and the tip of the stent got trapped with a first stent, and there was deflection at the proximal side by using the long shaft. The target lesion was the left superficial femoral artery (lsfa). The lesion was reported to be: a 100% stenosis, moderately calcified, and severely tortuous. A contralateral approach was made with non-cordis sheath introducer. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: a report was received that the stent of a 120/150cm 6 x 150mm smart control stent deployment system (sds) became compressed in the middle during its¿ deployment necessitating the deployment of another stent to successfully cover the lesion. There was no reported patient injury. The target lesion was located in the left superficial femoral artery and was described as 100% stenosed, moderately calcified and severely tortuous. The patient¿s vasculature was accessed from a contralateral approach with a non-cordis sheath introducer. Another smart control stent was successfully deployed with good wall apposition. The site confirmed that no difficulty or resistance was experienced during this stent¿s deployment. The second smart control sds device was removed from its¿ packaging without difficulty and no device damage was noted. The product was prepped according to the instructions for use (IFU) with no problems noted. The smart control locking pin was in place during advancement towards the lesion. No difficulty or resistance was experienced while advancing the device. The handle of the smart control sds was held flat and straight outside the patient. The sds was advanced through the previously deployed stent, past the lesion and was then withdrawn back into it. The locking pin was removed prior to deployment. No unusual force was applied during the deployment of the stent. Once deployed, this stent was noted to be compressed in the middle and was consequently shorter than expected. Another unspecified cordis stent was then deployed to fully cover the lesion with no reported patient injury. The lesion was not post-dilated. According to the physician, the issue might have been caused by the tortuosity of the iliac artery and by having to cross a previously deployed cordis stent and deflection at the proximal side when using the long sds shaft. The product was not returned for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. According to the product IFU, users are instructed to carefully inspect the packaging and device for any damage and to not use the device if they suspect that the sterility and/or device performance has been compromised. The product IFU warns that the safety and effectiveness of the smart control has not been demonstrated in patients with lesions that are either totally or densely calcified. It instructs the user to select the size of the stent based on an unconstrained stent length according to the stent size selection table. Based on the information available for review, there are vessel characteristics (100% stenosis, moderately calcified and severe tortuosity) and procedural factors (crossing a previously deployed stent) that may have contributed to the event reported. Without the return of the device for analysis the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated that both stents were cordis products. There was no reported product issue with the first stent implanted. The two stents did not overlap. The additional products used for the procedure were unknown. There were no reported product issues with any other additional equipment used. There was no reported difficulty or resistance during deployment of either stent. The additional stent expanded fully with good wall apposition. The lesion was not post-dilated after stent implantation. The final percent stenosis was unknown. There was no thrombus noted post-procedure. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The smart control locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart control stent. The stent delivery system (sds) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. No unusual force was applied during deployment of the stent. No additional information is available. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.